Manufacturer narrative:
MDR 9618003-2025-02339/device 5 of 5. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that in an inbound inspection there were black spots inside the dressings. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there were photographs associated with this case and in it, the reported defect can be seen. Batch record review: lot 4j05297 was manufactured 27/sep/2024, in doyen a line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 22/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704769 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc) manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lots 4j05340 & 4k00470, order (B)(4) & (B)(4) , material 1003412, was manufactured on 30/sep/2024 & 03/oct/2024 in the extrusion, lamination & cutting process (elc) manufacturing line, with a total of 177120 & 76800 eaches. Complaint investigator performed a batch record review on 22/aug/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 22/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4j05297 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and no additional complaints were identified. Historical nonconformance review: on 22/aug/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 4j05297 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual nonconformities": ¿ frequency: first unit and every half hour. ¿ sample quantity: 2 samples per process control. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been 5 defective parts confirmed to date from a lot size of (B)(4) units. This represents a defect rate of (B)(4) %, which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on the standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated, and as a result, the reported malfunction for the observed product was confirmed. The defect rate analysis for this issue is within the appropriate acceptable quality level (aql). A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.